Event description:
The left leg is inoperable on the power elevating leg rests. When the dealer attempted to move the leg, the unit allegedly started to smoke.

Manufacturer narrative:
(B)(4) based on re-evaluation, keyword, smoke, was missed. MDR will be filed retrospectively. (B)(4) had been initiated for this issue. Model tdxsp-mcg, serial number/date (B)(4) was approximately 5 months old at the time of the incident. The owner's manual part number 1143190 rev g (jan-09), was issued with this device. The owner's manual could also be found on-line at invacare.com. It is unknown if the consumer had fully read and understood the owner's manual. Documentation provided warnings, cautions, and instructions for safely using the device. If the consumer did not understand the written warnings, cautions or instructions then they should have contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The actuator and mk6 dual leg control box was returned and inspected. Results of inspection: visual: no visible heat of odor was present. Functional testing: power was applied to the actuator and no discrepancies were found. The box was connected to a controller and activated, no smoke or discrepancies occurred. All contacts were clean and a the control box was disassembled and no internal discrepancies were found.